Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The device history review was completed and the pump passed all post sterile inspection checks. Tachycardia: the root cause of the reported tachycardia was unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia requiring defibrillation. Later, the patient was successfully weaned from the pump and survived.